Event description:
It was reported the patient stopped charging the ipg as recommended. In turn, the ipg was deemed inoperable. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.